Event description:
It was reported that the patient presented in casualty after multiple shocks. Lead impedance history showed irratic out of range pacing lead impedance and the short interval counter was at a high number. Lead impedance suggested lead fracture. Patient had warfarin stopped prior to a lead removal procedure. Patient had stroke following stopping of warfarin. The lead remains in the patient and may be removed at a later date.